Manufacturer narrative:
The returned device was evaluated. The device was returned without batteries; using known-good lab stock positively magnetized batteries it would not power on. When negatively magnetized batteries were installed into the device and the device would power down when open. Both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues related to this reported event.

Event description:
The customer reported inaccurate readings, unexpected power off, intermittent readings, and orientation-dependent display failure. No consequences or impact to patient were reported.

Manufacturer narrative:
Device available for evaluation changed from no to yes.